Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. . The wearable was inserted into the arm. On 11/02/2024, the patient felt dizzy and lost consciousness. The patient¿s husband found the patient and looked at his cgm, which was reading 200 mg/dl. No bg meter comparison value was reported. The patient¿s husband called 911. Once emergency medical services (ems) arrived, the patient was still unconscious and was transported to the emergency room. At the ER, the patient¿s cgm was reading 262 mg/dl, and the bg meter was reading 464 mg/dl. The patient was treated with an unspecified medication. It was not specified when during the event the patient regained consciousness. He was discharged home after 2 days. The patient was feeling better at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was symptomatic. The reported glucose values fall within the b zone of the parkes error grid when the patient was at the ER. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.